Manufacturer narrative:
(B)(4). The rt105 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: three rt105 adult breathing circuits were returned to fisher & paykel healthcare for inspection. The returned breathing circuits were visually inspected, pressure tested, and immersed in a water bath to test for leaks. Results: pressure tests revealed that all of the returned circuits exhibited a leak and were out of specification. The water bath test showed that the leaks on the circuits were through the connection between the lid and bowl of the water traps. A lot check could not be performed as no lot date was provided. Conclusion: the breathing circuit water trap consists of a bowl and lid, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed after the breathing circuits were released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. Our user instructions that accompany the rt105 adult breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." The hospital correctly followed our user instructions and detected the leaks during a setup check before use on a patient.

Event description:
A hospital in (B)(6) reported to a distributor that three rt105 adult breathing circuits failed the leak test on the servo ventilator. This was found prior to patient use.